Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, h6 and h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 26-nov-2022 to 25-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to the hospital wide network and no new orders were coming through. The technical support specialist verified (B)(6) and restarted the bd pyxis external inbound processors service and replayed the admission, discharge, and transfer to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system patient order not crossing, the customer had to manually add patients and on certain floors pyxis required a witness to get medicines which was problematic and very time consuming. The customer stated that there was a delay while issuing medication to patient. There was no report of impact to the patient or user during this event.

Event description:
It was reported when using the pyxis medstation es system patient order not crossing, the customer had to manually add patients and on certain floors pyxis required a witness to get medicines which was problematic and very time consuming. The customer stated that there was a delay while issuing medication to patient. There was no report of impact to the patient or user during this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was related to the hospital wide network and no new orders were coming through. A technical support specialist verified the knowledge article (B)(4) med es server messages not processing concurrent error and restarted the bd pyxis external inbound processors service. A technical support specialist guided the customer to resend the failed messages from admission, discharge, and transfer to resolve the issue. The system functioned as intended after troubleshooting the device.